Event description:
Complainant alleged that staff members were treating a pt (age and gender unknown) who was experiencing an acute myocardial infarction. The staff attached ECG leads on the pt and attempted to defibrillate the pt using paddles. The staff charged the unit to 200j, but the unit did not discharge. The unit did not provide a tone, but the numeric messages on the screen did not discharge. The staff charged the unit a 3rd time to 200 j and the unit functioned properly. The pt was treated and there was no adverse effect on the pt. The complainant also indicated that the pt received "minor burns" after the defibrillator attmepts.